Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2019, a patient underwent a coronary artery bypass graft (CABG) and implant of a 23mm epic stented porcine heart valve w/flexfit system for aortic valve replacement (avr). Post procedure, the patient was treated for bleeding and was ordered on antibiotics. The patient remained intubated and was transferred to the intensive care unit (ICU) for further management. On (B)(6) 2019, the patient became suddenly unstable. The patients blood pressure had dropped (minimal systolic pressure was 60mmhg). Chest tube output was 2000m and bloody. Consequentially the patients hemoglobin dropped quickly and the patient was given packed red blood cells (prbcs) and underwent an emergent exploratory thoracotomy. On (B)(6) 2019, eleven days post initial intubation, the patient continued to fail their weaning trials from the ventilator and subsequently received a tracheostomy. The patient recovered and was discharged. On (B)(6) 2019, the patient had an echocardiogram (echo) which revealed the patients epic stented porcine heart valve w/flexfit system was working as intended. In the physicians opinion there was no relationship between the 23 mm epic stented porcine heart valve w/flexfit and the reported event. No additional information has been provided.

Manufacturer narrative:
An event of bleeding was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.